Event description:
The patient presented to the hospital shortly after experiencing symptoms consistent with ischemic stroke and received a weight based dose of IV tpa. Baseline imaging and procedural angiogram revealed occlusion of the distal right ica and m1 which was addressed by both the penumbra system and a 4mm snare device. Angiogram obtained after the use of both devices revealed "a short segment non-flow-limiting dissection of the supraclinoid right ica." This segment was treated by the penumbra system reperfusion catheter 054 and the penumbra system separator 054 as well as the 4mm snare. This event was determined to be of probable relationship to the penumbra system with definite relationship to the angiographic procedure. No actions were taken to address this event and the event resolved on (B)(6) 2011. This MDR is associated with MDR 3005168196-2011-00375.

Manufacturer narrative:
Conclusion: vessel dissection is a known and anticipated complication with this type of procedure and is noted in the device labeling. Therefore it was determined that the reported event was an anticipated procedural complication. The information in this report was collected during the review of stroke cases for a penumbra post-market retrospective study (start). The information available regarding this event is limited to the procedural reports provided by the hospital. Discovered retrospective data collection.